Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her son's (child) adc freestyle libre 2 reader would not power on with button press or upon test strip insertion. As a result the customer was unable to test and unable to self-treat. The nursing staff at the customer's school administered novorapid insulin injection (dose unknown) as treatment. There was no report of death or permanent injury associated with this event.